Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 19nov2018. Philip's field service engineer (fse) performed troubleshooting and determined the issue was with the power supply. The power supply was replaced and the unit returned to normal operation.

Event description:
It was reported that the unit would not operate on alternate current power and would only operate using battery power. There was no patient involvement. The event date was not specified; estimate used.